Manufacturer narrative:
Hamilton medical ag comes to the conclusion: hamilton medical ag received the log files for evaluation. The error, service and the event log confirm the occurrence of the following technical failures on the reported date of the event. Patient was on highflow with 80% o2 and a flow of 60l/min. Device alarms with red led and therapy is stopped immediately. The device switches to ambient mode. Restarting the device was not successful. Additionally, the service technician on site inspected the device and found that the blower was mechanically defective. The root cause was determined to be a defective c6 blower module complete (msp160554). Blower was replaced and device released again.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1)detailed complaint and failure description summary: "patient was on highflow with 80% o2 and a flow of 60l/min. Device alarms with red led and therapy is stopped immediately. The device switches to ambient mode. (2) health impact: no clinical signs, symptoms or conditions, reported and additional was device required.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) detailed complaint and failure description summary: "patient was on highflow with 80% o2 and a flow of 60l/min. Device alarms with red led and therapy is stopped immediately. The device switches to ambient mode. (2) health impact: no clinical signs, symptoms or conditions, reported and additional was device required.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.